Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 198 mg/dl, 148 mg/dl. Tests were done 5 minutes apart with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.